Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Angled saw attachment would not secure the blade and it would fly off as soon as the cutter was engaged. Case type: tka surgical delay: 15 minutes. Did the blade fall out of the handpiece during cutting? Yes/no as per the mps: yes could the sawblade have had the potential for falling into the wound and cause harm to patient? As per the mps: there was potential for the sawblade to fall into the wound, however imo the potential for patient harm would be relatively low.

Manufacturer narrative:
Reported event: angled saw attachment would not secure the blade and it would fly off as soon as the cutter was engaged case type: tka, surgical delay: =15 minutes. Did the blade fall out of the handpiece during cutting? Yes/no; as per the mps: yes. Could the sawblade have had the potential for falling into the wound and cause harm to patient? As per the mps: there was potential for the sawblade to fall into the wound, however imo the potential for patient harm would be relatively low. Functional inspection: shows that the attachment knob when turned does clamp the blade, however, the ratcheting pawl is not clicking to lock the knob. The failure mode is confirmed. Visual inspection: shows a stuck ratcheting pawl plunger. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as no material failure is alleged. Product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 02-06-2019, devices manufactured: 45, devices failed inspection: 7, nc/npr/qt numbers: qt19-02-0018. Product history review shows the non-conformance(s) is/are not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to p/n: 212480, lot number: 35040119 shows 1 additional complaint(s) related to the failure in this investigation. Complaint # 2015724. Complaints related to p/n: 212480 will be tracked by trend request# 1191. Conclusion: the complaint of the blade not staying locked was confirmed. The failure was traced to the ratcheting pawl plunger being stuck. The issue was observed during the case, there was no harm and the case was completed successfully. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Angled saw attachment would not secure the blade and it would fly off as soon as the cutter was engaged case type: tka surgical delay: =15 minutes did the blade fall out of the handpiece during cutting? Yes/no: as per the mps: yes. Could the sawblade have had the potential for falling into the wound and cause harm to patient? As per the mps: there was potential for the sawblade to fall into the wound, however imo the potential for patient harm would be relatively low.